Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to kinks on cleaning brush. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "inspection of reusable equipment warning all equipment mentioned below is consumable. Should any irregularity be observed, use a spare instead. Using defective equipment may make it difficult to effectively reprocess the endoscope, and could cause endoscope and/or equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the reported issue was unable to be confirmed. The device evaluation found that there were 2 minor kinks on the biopsy channel wall from the bending section side that cause minor restrictions when tested with olympus brush but was unable to find any signs of restrictions/blockage with the channel the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that they cannot insert or remove the brush from the balloon channel. The issue was found reprocessing. There were no reports of harm.